Manufacturer narrative:
During evaluation, the following were found: there was no abnormality in appearance during visual inspection. Functional testing found the reported issue was reproduced , the front panel malfunctioned due to defective led . The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit panel turns off (front panel light off and an error sound occurs) . The issue was found after surgery. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Correction: d8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the main board. Olympus will continue to monitor field performance for this device.